Event description:
It was reported this biliary stent was successfully placed in the iliac artery via a left ipsilateral approach. The guidewire was removed and contrast was injected into the distal guidewire lumen of the catheter to visualize stent placement. Difficulty was encountered re-advancing the guidewire and a kink in the catheter was noted. An inability to remove the catheter over the guidewire resulted in a cut down procedure to facilitate catheter removal. This device was used in a non-indicated procedure, iliac stent placement. It was indicated the guidewire was removed after stent placement, before removal of the catheter, and difficulty was encountered re-advancing the wire. Therefore, co believes the above factors may have contributed to this event and does not attribute it to the device. Co's directions for use states: "the symphony nitinol stent transhepatic biliary system is indicated for use in treatment of biliary strictures produced by maglignant neoplasms...gently remove the delivery system leaving the guidewire in place."